Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported, the patient is without stimulation. Troubleshooting was tried to no avail. Follow-up identified the patient was experiencing auto-reducing and diagnostics revealed impedance issues on all contacts. Stimulation was not restored after reprogramming. X-rays were ordered. Surgical intervention may be undertaken at a future date.